Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: anchor pull out. Probable root cause: application - insufficient or immature bone - over preparation of pilot hole - use of improperly sized drill/awl . The failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that revision surgery was required due to anchor pullout.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that revision surgery was required due to anchor pullout.